Event description:
It was reported that patient had their device disabled due to 34;the device not working 34; and an increased seizures rate as reported by the patient. The vns was noted to be turned off for 7 years. The patient is referred for explant surgery. Per the patient, their increase in seizures was greater than their baseline level. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanov 39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 34;defects¿ or 34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.